Event description:
Cook ivc filter implanted in pt 2008. CT scan about 6 days later showed that the wires had perforated the vena cava. Ivc filter had to be retrieved and replaced. Dates of use: 1. 2008, 2. 2008. Diagnosis or reason for use: dvt.